Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead pace impedances was running high. There were reportedly alerts for high out of range impedances, greater than 2000 ohms, and an alert for amplitude, on this lv lead. The presenting electrogram was free of noise and the right ventricular lead and shock impedance had a slight trend upward, that were still within normal limits. As such, boston scientific technical services (ts) discussed the potential for a patient related issue. The impedance range for this lead is 200 to 3000 ohms. Considering this, the field representative was going to program the alert limit to about 2500 ohms. No adverse patient effects were reported.